Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the device was ¿working intermittently.¿ as the pph03 is a single use device, this information is unclear. Please clarify what is meant by the device was ¿working intermittently. When pph03 was used for the first time the rotating knob was working properly. It used to work for some time then it was used and stopped working. How was the device removed from the patient tissue? The device blade cut the tissue but the tissue donuts were not complete and the device was taken out with the recommended fish tail motion of the stapler.

Event description:
It was reported that during a minimally invasive procedure for hemorrhoids that the device was working intermittently and the surgeon was unable to open the anvil post firing using rotating knob. This also led to incomplete staple line. The procedure was completed by using sutures to control bleeding and to tie the uncovered piles area. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Corrected additional information: it was reported that the device was ¿working intermittently.¿ as the pph03 is a single use device, this information is unclear. Please clarify what is meant by the device was ¿working intermittently. When pph03 was used for the first time the rotating knob was not working properly. It used to work for some time then it used to stop working that what I was trying to convey through the word ¿intermittent¿.

Manufacturer narrative:
(B)(4). Batch # n56h3w. The analysis results found that the pph03 device arrived with the breakaway washer present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, the staple line was complete and the staples were noted to have the proper b-formed shape. No issues with the adjusting knob issues. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.